Manufacturer narrative:
File is a duplicate, will be closed.

Event description:
It was reported that the device didn't work. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, in information has been provided to date. This catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.